Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One tapered screw vent (tsvb10) was returned for investigation. Visual evaluation of the as returned product identified signs of use but no apparent malfunction identified. Signs of use. Some bone debris on the external threads. Functional testing was performed and the mount was easily disengaged from the implant. Pre-existing condition was type ii (moderate) bone density. The implant was placed on tooth site 35 (fdi) and the implant removed same day. Device history record review for the lot (1228624) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (1228624) was performed for similar events using keyword 'does not disengage' and 1 other similar complaint was identified: (B)(4). Monthly post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage) or product (tsvb10). Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). First/given name: unknown / not provided. PMA/510(k) number k011028 and k013227.

Event description:
It was reported that it was not possible to remove the mount from the implant during implant placement, therefore it was removed. Another implant was used in order to finish the procedure.